Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was having issues with tf 389 alarm, also noted cfb error in the logs however it appears to be related to ui overload. No patient involvement.

Manufacturer narrative:
H3: the device was evaluated by our field service representative initially and the reported issue was verified. The inspiration block was replaced to resolve the issue. The defective inspiration block was returned to the failure analysis lab for root cause investigation. The inspiration block was found to have an internal failure of the o2 safety valve, causing leakage. G1. - contact information updated.